Event description:
Practitioner inserted insyte catheter to pt's right arm at 20:40 pm. Four days later at 5am began to discontinue product. On removal noticed 2 string like materials at hub of catheter that broke off and entered pt.